Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14093. It was reported, the pt was not receiving effective stimulation in her leg and hip. It was also reported, the pt was experiencing extreme discomfort at her ipg site. The pt underwent revision surgery where her lamitrode s8 lead was replaced with a penta lead and her ipg pocket site was relocated to the left buttock.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.